Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1 mg/ml) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the healthcare provider (hcp) aspirated a volume of fluid in the office last week that may be a seroma. The patient had no complaints of a spinal headache at that time and they reported good pain relief from the pump system. The hcp confirmed a return of fluid accumulating in their pump pocket on (B)(6) 2021. The hcp did not suspect an issue with the devices. There were no external factors that led/contributed to the event. Diagnostics/troubleshooting performed included scheduling a catheter dye study procedure for (B)(6) 2021. Actions/interventions taken included prescribing an abdominal binder for patient. The issue was not resolved at the time of the report. The patient's medical history was asked but would not be made available. The patient was without injury at the time of the report. Additional information received from the company representative indicated that on (B)(6) 2021 the hcp tested the fluid from the pump pocket and determined it was cerebrospinal fluid (csf). The hcp then elected not to do the catheter dye study at that time and rescheduled it for (B)(6) 2022. On (B)(6) 2022 the patient underwent the dye study of the catheter. Nothing abnormal was noted with the catheter and no leaks were noted. The hcp felt that csf fluid was tracking into pump site causing fluid accumulation there and stated that a leak was coming from around the catheter where it exited the spine. They made the determination to explant the entire system and referred the patient to a neurosurgeon if they desired to have a system put back in. The patient was receiving 4 mg/ml of morphine at the time of the event. Additional information received from the company representative indicated that the patient's weight was unknown. The explanted devices were sent back for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot#/serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter, h3: the catheter was returned and analysis revealed that no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. H3: the pump was returned and analysis revealed that the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.